Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens reviewed the quality control (qc) results from (B)(6) 2018, and some qc results were identified with an abnormal assay flag. Review of the results monitor also demonstrated flagging for mix check. Most often triggered was flag "b", indicating a weak sample mix. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed service methods which produced sample 1 (s1) and reagent 1 (r1) results outside of specifications. The cse adjusted the r1 bottom of cuvette correction (bocc), realigned both r1 and s1 arm assemblies, reran service methods, and results were within specification. A full quick check was performed and passed. Glucose (glu) qc was rerun, and there were no abnormal assay flags, but the results were high. The cse recalibrated glu, performed qc, with acceptable results. The cause of discordant glu results was misalignment of r1 and s1 arm assemblies. The instrument is operating within specifications. No further evaluation of the device was required.

Event description:
Two discordant falsely depressed glucose (glu) results were obtained on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The customer used the same sample and instrument to perform repeat testing. The repeat results were higher, and the customer stated that none of the results were reported the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant glu results.